Event description:
The implant fractured during insertion, but this was not detected until subsequent intra-operative imaging. The surgeon elected to leave the device in place and complete the surgery. There have been no reports of adverse effects arising from this product problem.